Event description:
It was reported that the acumen with vamp (model and lot not provided) was displaying inaccurate values during use despite device able to zero, no error messages displayed on the philips monitor, failed troubleshooting attempts such as re-zeroing and manipulation of the arterial pressure. The patient had a radial arterial line and there was a 20 to 30 point discrepancy between the invasive systolic pressure and the noninvasive systolic pressure. The diastolic pressure and map were within 3-5 mm hg of each other. There was no patient injury. It is unclear if the device is available for evaluation as it was in use with the patient. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.